Event description:
The patient had full revision surgery on (B)(6) 2016 due to lead discontinuity. The explanted product has not been received to date.

Event description:
The explanted generator and lead were received, and analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead has not been approved to date.

Event description:
Analysis of the lead was approved. Note that the lead assembly (body) was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned portion, the marked connector pin quadfilar coil appeared to be broken past the end of the cut / torn connector silicone / inner silicone tube. Scanning electron microscopy was performed and identified the area as having pitting with mechanical damage which prevented identification of the coil fracture type. Pitting was observed on the coil surface. With the exception of the observed positive coil discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portions were performed, and no discontinuities were identified. Based on the findings during analysis, there was evidence to suggest a discontinuity in the returned portion of the device.

Event description:
The patient's newly implanted generator product information was provided by the hospital.

Event description:
It was reported that the patient had a car accident in may and her device stopped working after that. The generator couldn't be interrogated about 1 week after the accident. These events were reported on MFR. Report # 1644487-2015-05329. The patient underwent generator replacement on (B)(6) 2015 (also reported on MFR. Report # 1644487-2015-05329). High lead impedance was observed during replacement. The device was noted to be programmed off. The patient was referred for a lead revision surgery. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the surgeon regarding the high impedance were unsuccessful. Good faith attempts for the patient's new generator product information were also unsuccessful.

Event description:
On (B)(6) 2015 the patient reported that the surgeon told her there were some kinks in the lead. The patient's generator was interrogated after the generator replacement (B)(6) 2015 and high impedance of 9800 ohms was detected. The generator was left disabled.